Event description:
A ventilator was returned to the manufacturer for service due to an error code related to the device's battery not charging. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service due to an error code related to the device's battery not charging. The device was not in patient use. The device was evaluated.pil installed the trilogy evo system pca on the pil trilogy evo stb,removed ac power, started and ran therapy until both batteries were depleted to approximately 75% capacity. Pil then reapplied ac power and charged both batteries to 100% capacity, error did not reoccur. Pil concluded that the system pc operates as designed. Pil installed the trilogy evowinternal battery on the pil trilogy evo sib and started therapy with a test lung on internal battery power. Pil ran therapy until the internal battery was depleted to approximately 75% capacity and then applied ac power and charged the internal battery to approximately 100% capacity without issue, error did not reoccur. Pil concluded that the internal battery operates as designed. Pil installed the trilogy evo detachable battery on the pil trilogy evo stb and started and ran therapy on detachable battery power until the detachable battery was depleted to approximately 75% capacity. Pil then annlied ac power to charge the battery and when the detachable battery was al approximately 84% capacity, the battery stopped charging and e-59 had reoccurred. Pil then analyzed the detachable battery with the texas instruments ev2400 battery analyzer and found that max voltage from cell 2 was 4184 m and exceeded the voltage threshold of 4180 m generating the e-59 in the event log. The triology evo's system pca, internal battery and detachable battery were scrapped. Section h6 updated in this report.